Manufacturer narrative:
H.10: through follow-up communication livanova deutschland learned that the device was cleaned according to the instruction for use and that it is no longer in the operating room. The unit was placed at an estimated distance of 4-5 meters from the operating table with the fan at 1 meter from the wall away from the operating field. The laboratory report has been provided.

Event description:
See initial report.

Manufacturer narrative:
There was no known patient involvement. (Heater-cooler special). The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova deutschland initiated an investigation. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t device was found to have an high count of escherichia coli and coliform bacteria. There is no known patient involvement.